Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a cracked valve seat diaphragm valve, one opening observed, on radius assessed, as surgical damage. And a delamination partial of valve assessed, as an adhesive failure. Additional observations: white particles observed, inner the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.